Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 487 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose levels. However, customer was treated for their glucose levels with insulin pump and manual injection. Customer stated that they received a no delivery alarm shortly after setting a bolus on their insulin pump. The customer was assisted with troubleshooting and the device passed the test functions. It was not reported whether auto mode was active at the time of the incident. The product will not be returned for analysis.